Event description:
The customer called and requested assistance in rewinding her insulin pump. The customer stated that her blood glucose is over 600mg/dl at the time, and she has treated with the insulin pump and manual injections prior calling. Two days later the mother called and stated that the customer was hospitalized due to high blood glucose, and she has been treated with an insulin drip at the hospital. The mother stated that she would like having the insulin pump replaced. The caller stated that the insulin pump time is off one hour. While attempting to set the time the doctor came to the room and the caller will call back. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.